Event description:
A doctor's office alleged that a patient's tissue had reacted to the herbst appliance and grown over the mech.

Manufacturer narrative:
The doctor removed the appliance and prescribed a peroxyl rinse for treatment. To date, the patient has fully recovered and is doing fine. A new appliance with a different mechanism will be fabricated for the patient. The appliance was returned and evaluated; it was determined that the patient had trouble tolerating the appliance.